Event description:
It was reported that following implant of the cardiac resynchronization therapy pacemaker system the patient experienced diaphragmatic stimulation. The physician felt the left ventricular (lv) lead had pulled back and wanted to find a vector that was free from phrenic nerve stimulation. The device was subsequently reprogrammed, and the patient was relieved from spasms. The lv lead remains in service.